Event description:
Had a reaction to the synvisc without infection/can't rule out the possibility of a crystalline arthritis (e.g., pseudogout) triggered by the injections (left knee) [crystal arthritis (excl gout)] ([c-reactive protein increased], [injection site joint pain], [injection site joint warmth], [injection site joint swelling]). Case narrative: initial information was received on 14-dec-2020 regarding an unsolicited valid serious case from a physician via health authorities of united states under reference mw5097844. This case is linked to case (B)(4) (1st injection, multiple devices) and (B)(4) (3rd injection, multiple devices). This case involves an unknown age female patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc) and had a reaction to the synvisc without infection/can't rule out the possibility of a crystalline arthritis (e.g., pseudogout) triggered by the injections (left knee). The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medications were not provided. At the time of the event, the patient had ongoing osteoarthritis of the knees and was poorly tolerant to nsaids (nonsteroidal anti-inflammatory drugs). The patient had x-ray and clinical exam and agreed for a series of hylan g-f 20, sodium hyaluronate injections for the left knee. On an unknown date in 1999, the patient started treatment with intra-articular injection of hylan g-f 20, sodium hyaluronate in left knee for osteoarthritis of the knees (dose, frequency, and lot - unknown). There will be no information available on the batch number of this case. Reportedly, the injection seemed technically satisfactory, with the synvisc injected within the joint space. On (B)(6) 1999, after unknown latency, the patient developed severe left knee pain (injection site joint pain). She was seen on an unknown date in 1999 and there appeared to be mild warmth (injection site joint warmth; latency: unknown) and swelling (injection site joint swelling; latency: unknown). C-reactive protein was 2.9 (normal less than 1.4) (c-reactive protein increased; latency: unknown). The patient had no fever. A diagnostic left knee aspiration was performed, no fluid was obtained (dry tap). She was treated with choline mg (magnesium) salicylate. She was re-examined on an unknown date in 1999, and the knee was significantly better (back towards baseline), without effusion. It was believed that the patient had a reaction to the hylan g-f 20, sodium hyaluronate without infection (she received no antibiotics), although possibility of a crystalline arthritis (e.g., pseudogout) could not be ruled out which was triggered by the injections (crystal arthropathy). All events were assessed as medically significant. Action taken: no action taken. Corrective treatment: choline magnesium salicylate. Outcome: recovering / resolving. A product technical complaint (ptc) was initiated on 14-dec-2020 for synvisc, batch number: unknown; gptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA is required. Final investigation was completed on 06-jan-2021. Follow up information was received on 14-dec-2020 from other healthcare professional. Global ptc number added. No significant information was received. Additional information was received on 06-jan-2021 from other healthcare professional: ptc results were received and added to the case. Text amended accordingly.